Manufacturer narrative:
(B)(4). Method: the complaint opt546 cannula was received and was visually inspected. Results: visual inspection of the complaint cannula revealed that the tubing was stretched and separated from the swivel connector. The grip was found partly pulled of the connector. The opt546 was returned with both headgear buckles taped : after removing the tape the nasal prong was found broken at the right headgear connection point. The nasal prong was also found partly disconnected from the left side of the manifold. A lot check revealed no other complaints for the lot number provided. Conclusion: the observed damage is likely caused by pulling on the tubing with excessive force. The opt546 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Our user instructions that accompany the opt546 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: do not crush or stretch tube. The opt546 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in japan reported that the tubing of an opt546 optiflow nasal cannula had separated from the swivel after five days of patient use. No patient consequence was reported.